Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported premature release of the closure device occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device was advanced through the watchman ® access system. During device deployment, as the device¿s shoulders were emerging, the device immediately released from the core wire. The device landed in a satisfactory position; however the tug test could not be performed. The position was observed via echocardiogram and flouroscopy and appropriate device compression measurements were documented and satisfactory. Color flow doppler on echo revealed adequate device seal. There were no patient complications.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman delivery system (wds), without the implant. The device was bloody. The hub, valve, sheath, tip, and core wire were microscopically and tactile inspected. Inspection revealed tip damage (tricuts flared and bent/markerband dented/slight separation of the layers) and numerous small kinks in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Although the implant could not be returned for analysis, the damage to the markerband(dented) is consistent with anchors catching on the markerband/full implant recapture and then deploying the implant, which my have contributed to the implant separation. The found damage is consistent with procedural factures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported premature release of the closure device occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman laa closure device was advanced through the watchman access system. During device deployment, as the device¿s shoulders were emerging, the device immediately released from the core wire. The device landed in a satisfactory position; however the tug test could not be performed. The position was observed via echocardiogram and flouroscopy and appropriate device compression measurements were documented and satisfactory. Color flow doppler on echo revealed adequate device seal. There were no patient complications.